Event description:
It was reported that the pateint's scheduled transmission did not "come through." The monitor had previously sent a successful wireless transmission. Additional information received indicated that there was a possible service broker issue which may have prevented the new scheduled information from being sent. The monitor has subsequently sent a successful wireless transmission. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.